Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) within 24 hours prior to the report. The patient had been very drowsy and would fall asleep mid-sentence. The patient was generally very ¿out of it¿. It was noted the patient had acute renal failure. The health care provider (hcp) wanted to the pump stopped. The pump was infusing dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).